Event description:
As reported by the edwards clinical specialist (cs), during device preparation for the transfemoral tavr procedure, a small pinhole leak was noted on the balloon. A new device was opened and the case was completed without further difficulty. Additional information provided by the cs indicated that the leak had been noted during de-airing, prior to sizing the balloon.

Manufacturer narrative:
The device is expected to be returned to edwards for evaluation. Investigation is ongoing.

Manufacturer narrative:
The rf3 delivery system was returned to edwards for evaluation in a used condition. The nosetip cover was not returned for evaluation. Visual, dimensional and functional inspections were performed. Visual inspection revealed a fluid leak on the distal end of the balloon. Upon further investigation a small radial slit was observed. The returned delivery system was then pressure decay leak tested. A significant leak was confirmed during all 3 air leak test attempts. Balloon wall thickness measurements were found within specification. The complaint was confirmed. The balloon component is 100% visually inspected for defects, and 100% dimensionally inspected during the manufacturing process. Every balloon is 100% inspected for separation at bond sites, deterioration, and contamination. Every balloon is also inflated to ensure the balloon is able to inflate to nominal size. Afterwards, the balloons are pleated and folded and a balloon cover and nose tip cover are placed over the balloon to protect it. The delivery system is then 100% pressure decay leak tested. The operator then removes the balloon cover prior to final inspection and packaging. The nosetip cover remains on the balloon and is only temporarily removed to perform final inspection. These inspections and tests performed during the manufacturing process make it unlikely that pre-existing damage or a leak path was present during air leak testing and final inspection. Evaluation of the nosetip cover for abnormalities (burrs, flash, etc.) Was not possible, as the nosetip cover was not returned for evaluation. No manufacturing non-conformance was evident on the returned device. Visual examination of the returned sample supports a conclusion that the failure may have been caused by device handling, but it cannot be confirmed if the damage was sustained during manufacturing at edwards or during prep of the device at the site. No manufacturing non-conformities or labeling/IFU inadequacies were identified. Review of the complaint history did not reveal that the occurrence rate exceeded the (B)(4) 2013 control limits for this failure mode. Therefore, no preventative or corrective action is required.